Manufacturer narrative:
(B)(4). The patient's age was reported to be in 60's. It was reported that, eight days after the onset, the patient recovered from the event of cloudy effluent without any treatment. The peritoneal dialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it could not be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that a patient experienced cloudy effluent (presumed to be possible peritonitis) coincident with peritoneal dialysis therapy. The cloudy effluent was manifested with symptoms of bloating. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with peritoneal dialysis therapy was not reported. No additional information was available at this time. This is report 1 of 3 involved in this event.